Event description:
It was reported that a user's dexcom g7 sensor did not connect to the ilet due to incorrect pairing steps, as the user attempted to pair the sensor through a phone rather than directly with the ilet; the user was then guided to pair the g7 with the ilet, and pairing was initiated. Symptoms included no clinical symptoms. Outcomes included no adverse health impact and no alarms. Investigation included user education and troubleshooting on correct sensor pairing workflow. Investigation of this case revealed user error related to pairing procedure with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and use.

Manufacturer narrative:
Initial.